Event description:
The caller states she was reporting on a 3.0 ped tracheostomy tube. The caller stated that the tracheostomy tube at the bottom of the connector inside the tube is too small to pass a 6.0 fr suction catheter. The caller stated the tracheostomy tube was exchanged out when the problem with the suction catheter was discovered.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.